Event description:
A nurse reported to a convatec sales representative that she was unable to deflate an fms balloon, she stated she cut the tube and the balloon deflated. The nurse also stated she was able to remove the device without difficulty.

Manufacturer narrative:
Based on the information the event is deemed a reportable malfunction. No additional patient/event details have been provided to date. Should additional information becomes available a follow-up report will be submitted. A return sample for evaluation is not expected. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site.